Manufacturer narrative:
Adding recall number: z-0087-2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was originally reported under medtronic ref # (B)(4). (MFR report number 1220452-2020-00038). However, information received on 08 sep 2020 indicated that the device was used in a different patient case. Should additional complaint information become available, reporting will be submitted under medtronic ref # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one 6f rashkind catheter was attempted to be used. There was no damage noted to the packaging. The device was removed from packaging per IFU with no issues. The device was inspected with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the device. Excessive force was not used. The device was put in the left atrium as usual ,and pulled back with 1.5 ml. It was reported that the catheter was pulled with too much force and rupture occurred. It was also indicated that detachment of balloon material occurred, with the detached portion removed from the vessel as usual. Static bas was then performed. Complete macrovascular translocation occurred, echo revealed that fossa ovalis was not solid. It was stated that the cause of the rupture was that the operator pulled the catheter with too much force. The rupture occurred due to ivc or the rupture occurred because the catheter hit the sheath. No patient injury reported.